Manufacturer narrative:
(B)(4). The alarm occurred sometime within a week before (B)(6) 2015. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that they are no longer connected to the homechoice and that they do not have the supplies connected. The technical service representative explained the system error 2240 to the patient and advised the patient to contact baxter when homechoice alarms so that a technical service representative can assist with troubleshooting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.